Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a problem loading the device, and the jaws of the reload could not be opened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, there was a problem loading the device, and the jaws of the reload could not be opened. The reload was replaced to complete the case. There was no patient injury.